Event description:
During a contigen procedure and after removing the cystoscope and the transurethral needle, the dr noted that the tip of the needle was missing. The dr re-entered with cystoscope and during grasping forceps, was able to retrieve the needle's tip from the injection site. No further complications were reported. No medwatch report filed by user facility.

Manufacturer narrative:
Visual exam under 30x magnification verified break in cannula where it meets the plastic. A pc of cannula remainder inside the sheath & was bent to one side. The extreme bend may have resulted in fracture and eventual separation of the cannula. The defect most likely was a result of conditions most likely was a result of conditions encountered during in-use. No mfg deficiencies were found in the returned sample and the exact cause could not be determined.